Manufacturer narrative:
Initial and final MDR 1991335 - MDR 3003442380-2024-27192 - device 1 of 4 h11: since no lot number is availabel, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number: (B)(4). Event occurred in the united states on 12-june-2024, it was reported that the patient encountered 4 infusion sets cannula kinked events on 12-june-2024 and 15-june-2024 within 3 hours after insertion. Infusion set was in use for little less than a day 18 hours. The site of insertion was 1 on arm, alternating between abdomen and arm. The blood glucose was reported 400 - 420 mg/dl and treated with multi-daily injection (mdi) and walk. Patient replaced infusion set and resumed insulin successfully. Do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information.